Event description:
It was reported to the aci sales professional that a pt underwent a coronary procedure on an unk date. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post procedure the pt went to the physician's office with a late hematoma (size unk). The hematoma was resolved with manual compression (minutes unk). The pt was reported as fine. No additional info could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.